Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. The customer's blood glucose value was unknown at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The customer stated that when they change the battery, the insulin pump was not turning on completely. It would do a countdown, then unexpected restart alarm displayed. The alarm occurred shortly after inserting a new battery. The customer was advised to discontinue use of the insulin pump and to revert back using manual injections or pens as per doctor's instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.